Event description:
Customer reported that the pump display was black, and the led was blinking green. Despite attempting to charge the pump for an hour, the issue persisted. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by arranging for a pump replacement and confirmed the shipping address with the customer. The customer will use manual daily injections as a backup therapy to ensure continued insulin delivery. Instructions were given to put the malfunctioning pump into storage mode before returning it with a pre-paid label, which the customer acknowledged.